Manufacturer narrative:
A philips field service engineer (fse) went onsite and replaced the internal speaker due to a malfunction. After replacement, the fse checked that it was working properly. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker.. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker malfunction was displayed.. A good faith effort (gfe) was performed, and it was determined that there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.